Event description:
The physician was to perform a laparoscopic incision and introduced the trocar with a cuff. The physician attempted to insufflate the cuff multiple times with no success. The trocar was then exchanged for a second trocar with cuff and again insufflation was unsuccessful. Based thereon the physician was unable to get pneumoperitoneum or good visualization of the extraperitoneal compartment. Therefore, the laparoscopic approach was abandoned and physician converted to open bilateral inguinal mcvay repair.